Event description:
This report is based on information provided by a bench engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device arrived for preventive maintenance but the capnometer will not calibrate. There was no patient involvement, and no impact was alleged.